Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 240 units of insulin. Reportedly, the customer loaded cold insulin into the cartridge. Blood glucose was not impacted. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.